Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the diagnosis procedure. The procedure was completed as planned by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the image storage was not possible. Upon troubleshooting actions, fse identified that there was an issue with hard disks. Fse replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was an image disk problem, which would prevent imaging. The customer rebooted the system but the issue remained. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.